Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
It was reported: "readings too high even the person less tense or anxious." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned devices were evaluated. During evaluation the devices passed all visual and functional testing. The units were found to visually and audibly alarm during alarm conditions. The units were determined to be functioning as designed.

Event description:
It was reported: "readings too high even the person less tense or anxious." No consequences or impact to patient was reported.